Manufacturer narrative:
Correction: additional information: (PMA / 510k #), if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a colectomy functional end to end anastomosis procedure. For the first firing, the surgeon tried to push the plastic knob. However, could not push it and could not fire the device. Replaced by a new cartridge, however, the firing stopped on the halfway. The procedure was completed with another device. There was no patient harm. The status of the patient is reported as no problem.